Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor had a front response button that was inoperative. It would not respond when pressed. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is unk at this time. No adverse event resulted from the faulty response button. The pt had a replacement monitor.

Event description:
A male pt contacted lifecor customer support to report that the monitor will not start up. The response buttons will not respond when pressed. He stated that the front response button will not even light up. Pt stated that it was sticking the week before, but he would press it a few times and it would work correctly. The territory mgr went to visit the pt and exchange the monitor.